Event description:
Hosp advised that a nurse indicated the bag emptied too early and that the rate on the pump changed. When the pump was tested by hospital biomedical engineering it met all specifications. Biomedical engineering stated the hosp determined this was a user error and the pump was put back into service.